Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, gastrovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that there is a gap of adhesive on the distal end causing a stain to enter inside the lens through the gap, gap between acoustic lens and ultrasound probe. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The findings were as follows: due to wear of the forceps elevator lever, the upward/downward knob could not be locked securely, the adhesive on bending section cover had wear, due to wear of the angle wire, and bending angle in the down direction did not meet the standard value. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.